Event description:
It was reported that this pump was explanted due to routine end of life (eol) and it was a prophylactic removal of the pump to avoid in-vivo battery depletion. There was no reported patient injury and the patient recovered without sequela. This device system delivered gablofen. The pump was returned and analysis revealed a device anomaly.

Manufacturer narrative:
Concomitant medical products: product type: catheter, model: 8709, serial#: (B)(4), implanted: (B)(6) 2007. (B)(4). Analysis of the pump revealed a low battery reset with an undetermined cause.